Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with no button response on all buttons due to corroded keypad traces. The pump was unable to perform displacement test due to unresponsive keypad. The pump was received with crackedlcd window, cracked case at display window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and stained address number label.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she was wearing a dress and the pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan.